Manufacturer narrative:
The insulin pump was received with loose drive support disk, broken off end cap and had intermittent button response due to corroded keypad traces. Unable to perform any testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test, operating currents, self test, a21 error test and off no power test due to broken off end cap. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a button error and loose drive support disk from the insulin pump. The customer's blood glucose reading was 13 mmol/l. The mother stated that when priming, the drive support cap sticks out. The customer stated that the buttons were not responding. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.